Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. The capri large surgical technique indicates that "the placement of the vertebral body replacement implants should be checked radiographically prior to final tightening of the construct. Care should be taken when positioning the implant to avoid neurological damage". This complaint addresses a case of suboptimal cage placement leading to revision surgery with replacement of the cage. Catalog and lot number of the cage was not provided. The surgeon was contacted multiple times however no additional information was provided to date. Suboptimal cage placement does not indicate device failure but is a result or user error.

Event description:
Through review of white paper 'reconstruction of the thoracolumbar spine using a new adjustable cage design', it was reported that one (1) patient received revision surgery due to suboptimal cage placement. The aim of the paper was to determine the safety of the capri cage system and the feasibility of its use in patients with various spine pathologies. The device information is reported as 'capri® large expandable cage system (k2m®, leesburg, va)'; catalog and lot numbers are not provided. Dates of surgery range from 2016-2020.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
Through review of white paper 'reconstruction of the thoracolumbar spine using a new adjustable cage design', it was reported that 1 patient received revision surgery due to suboptimal cage placement. The aim of the paper was to determine the safety of the capri cage system and the feasibility of its use in patients with various spine pathologies. The device information is reported as 'capri® large expandable cage system (k2m®, leesburg, va)'; catalog and lot numbers are not provided. Dates of surgery range from 2016-2020.